Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that bio-med identified a spontaneous shut down message, "to turn off press hold red stop", while the equipment was being set up for use. The perfusionist decided to not use the equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop caution message being displayed on the centrimag system was confirmed via the log files. Log files were extracted from both of the returned centrimag consoles (evaluated separately), and the log files captured the system operating around the set speed on (B)(6) 2025 followed by the system being manually shut down. Shortly after the system was shut down, a few more pump stop caution messages were observed to show, then hide, on (B)(6) 2025; these caution messages are consistent with the pump stop button being pressed which would cause an audible alarm to occur; however, the statuses did not last long enough to trigger a pump stop, and the pump had already been manually stopped prior to these caution messages. The log files also captured a pump stop caution message being displayed when the system was operating around the set speed on (B)(6) 2025 which appeared to be consistent with the pump stop button being pressed. The caution message did not last long enough to trigger a pump stop and resolved within approximately ~3 seconds (the pump stop button has to be held down for 5 seconds to stop the pump). No other notable events were observed. The returned centrimag motor (serial number (B)(6)) was functionally tested and was found to perform as intended. No atypical messages or alerts were observed throughout testing, and the serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (section 6.7.3 ¿features of the console, monitor, and flow probes¿) instructs users how to stop the pump using the emergency pump stop button. An audio alarm will sound while the keypad is depressed, indicating that the pump will be stopped soon. No further information was provided. The manufacturer is closing the file on this event.